Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the monitor isn't recognizing any of the EKG cables. Emt has tried different lead sets to eliminate lead sets as the source of the problem. The log files and the device was requested from the customer. Rdt determined that the issue is with customer cables. All functions re working correctly at bench with philips cables. Device functions are working correctly. Nbp, co2 and touch screen were calibrated before returning the device, as fully functional, to the customer. The device was confirmed to be operating per specifications and no failure was identified. It has been concluded that no further action is required at this time.

Event description:
It was reported the monitor wasn't recognizing any of the EKG cables. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.